Event description:
It was reported that the device had an over temperature alarm, the pump ceased to operate after running for 15-20 minutes, and there was small crack on the front reservoir. There was unknown patient involvement and no harm reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front cover and enclosure scratched and nicked, corroded quick connect, discolored pole clamp, water tank cover cracked on all corners, line cord faded. Functional testing was unable to duplicate the complaint. A root cause could not be determined. Could not verify pump problem but the water tank case was cracked, verified by visual inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.